Manufacturer narrative:
The following devices were also listed in this report: unitrax c-taper sleeve +0mm; cat# 6942-7-065; lot# 52957003. It cannot be determined which, if any of these devices may have caused or contributed to the patients experience. An even regarding pain involving an other hip head was reported. The event was not confirmed. Method & results product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient presented to clinic with right hip pain. Decision was made to revise monopolar to total hip. Stem not revised. No damage visualized with explants. Explant not available secondary to patients request for implant. Patient from out of state - no previous operative report available." Rep provided a pre-revision x-ray and confirmed that no further information is available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacture: device not returned.

Event description:
As reported: "patient presented to clinic with right hip pain. Decision was made to revise monopolar to total hip. Stem not revised. No damage visualized with explants. Explant not available secondary to patient's request for implant. Patient from out of state - no previous operative report available." Rep provided a pre-revision x-ray, and confirmed that no further information is available.